Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer disconnected from infusion set site, delivered a bolus, and did not observe insulin being delivered from the end of infusion set tubing. Customer attempted to change the infusion set and cartridge to resolve the issue, however, the issue persisted. Reportedly, the customer reverted to manual injections to address bg level and for continued insulin therapy.